Event description:
It was reported that after the subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted, the automatic optimization was not possible. The screening and the first automatic setup were successful. The device was programmed to primary vector. During the induction testing, the device was able to terminate the induced ventricular fibrillation. It was not possible to perform automatic setup after the rhythm termination and many attempts were tried. An error message was displayed, error code: r/t ratio too low and score too low. The patient remains hospitalized and no additional adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that after the subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted, the automatic optimization was not possible. The screening and the first automatic setup were successful. The device was programmed to primary vector. During the induction testing, the device was able to terminate the induced ventricular fibrillation. It was not possible to perform automatic setup after the rhythm termination and many attempts were tried. An error message was displayed, error code: r/t ratio too low and score too low. The patient remains hospitalized and no additional adverse patient effects were reported. Additionally, available programmer data was reviewed, and boston scientific technical services observed that all five automatic setups that were performed showed error messages. The primary vector visually showed the best sensing qualities and amplitudes of primary vector allow the smart pass filter to be activated. The device was programmed to primary vector. This device remains in-service.